Event description:
It was reported that the bag has a hole, and content leaked. No patient injury was reported.

Manufacturer narrative:
Functional testing was performed on two samples returned unused conditions inside their closed original packaging. Leak testing on the samples received was performed using a syringe to look for unusual functions. Two samples were filled without issues; no leaks were found during the test. The complaint is not confirmed. Root cause could not be determined since the sample successfully passed leak test. No corrective actions were taken since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08176 is no longer considered reportable, please disregard any MDR reports associated with it.